Event description:
It was reported that after inflating and deflating the fg maverick 2 (mr 2.50mm x 12mm) inside the target lesion the physician pulled the balloon catheter back without recognizing any resistance. Outside the patient they saw that only the half of the balloon catheter had come out. They pulled the guide catheter out of the patient and flushed it and the other half of the balloon catheter came out of the guiding catheter. The patient was noted to be stable and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR. Returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 60.6cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube kinks. The tip is damaged. There the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that after inflating and deflating the fg maverick 2 (mr 2.50mm x 12mm) inside the target lesion the physician pulled the balloon catheter back without recognizing any resistance. Outside the patient they saw that only the half of the balloon catheter had come out. They pulled the guide catheter out of the patient and flushed it and the other half of the balloon catheter came out of the guiding catheter. The patient was noted to be stable and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR. Returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 60.6cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube kinks. The tip is damaged. There the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that after inflating and deflating the fg maverick 2 (mr 2.50mm x 12mm) inside the target lesion the physician pulled the balloon catheter back without recognizing any resistance. Outside the patient they saw that only the half of the balloon catheter had come out. They pulled the guide catheter out of the patient and flushed it and the other half of the balloon catheter came out of the guiding catheter. The patient was noted to be stable and the procedure was completed with another of the same device.